Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set cannula and an occlusion alarm occurred. Customer's blood glucose was 230 mg/dl. Customer changed out infusion set cannula and insulin delivery was resumed.